Event description:
A report was received via social media that the patient was experiencing pain at the incision site in the middle of the shoulder blades due to a nerve damage. No further information could be obtained.